Event description:
Acmi dolphin ii transducer tubing for the dolphin fluid management system would not connect properly to the machine. Device would not function. Another tubing hooked up and case proceeded without further incident.